Event description:
No further event information available at time of this report.

Manufacturer narrative:
(B)(4). Visual and dimensional evaluations could not be provided as product was not returned, nor were pictures provided. DHR was reviewed and no discrepancies related to the reported event were found. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. X-rays were provided and reviewed by a health care professional. Review of the available records identified the following: right total knee arthroplasty with loose screw overlying the intercondylar region of the joint space and possible loosening of the tibial component. Overall fit and alignment of the implant is appropriate. Loose screw overlies the joint space. Normal bone quality. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the hospital has not authorized release of the product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent right total knee arthroplasty on an unknown date. Subsequently the lcck screw disassociated and the patient underwent a revision surgery.